Event description:
It was reported that ventilator logs sent in after a service repair contained a technical error code indicating a power failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Ventilator logs provided after service repair was evaluated. It was found that shortly after the ventilator was started on (B)(6) 2017, a single occasion of a technical error code occurred indicating a dc power error. The technical error code was undiscovered during the service repair so no further troubleshooting or part replacement was performed. Functional checks were successfully performed after the service repair. The ventilator has been in use after this and no reccurrence is noted until service repair is performed on feb 22, 2018 when the ventilator logs are downloaded. There have been no further similar reports on this ventilator after this. Since no part was replaced, the root cause of the single dc power error has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).